Event description:
Contracted acanthamoeba keratitis while using amo complete moistureplus multi-purpose solution exclusively. Use soft lenses, daily wear, not prolonged wear. I am still under treatment, have had five surgeries, 1 corneal transplant. Before contracting this parasite, my vision in my right eye was corrected to 20/20. Now, I am virtually blind in my right eye. It affected one eye. Dates of use: 2004- 2006 daily. Diagnosis: routine care and cleaning of lenses. Event abated after use: no.